Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the customer was hospitalized on an unknown date due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was stuck on the load reservoir. The insulin pump will not be returned for analysis.